Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Lead was not received with a stylet.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet got stuck in the lead. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.